Event description:
Doctor reported a pt experienced right eye pain after inserting a new contact lens. Pt visited hospital and was diagnosed and treated for eye herpes. Pt claimed there were white objects on the lens upon opening. After two weeks of treatment, pt's eye condition resolved. According to the doctor, there is no direct relationship between the herpes condition and the lens.

Manufacturer narrative:
The returned lens was evaluated and no white objects were observed as claimed. However, dark spots were noted on the lens. The doctor did not relate the cause of the herpes condition to the lens. Lot info was not available. Based on all info, no causal factors can be determined and no conclusion can be drawn.